Manufacturer narrative:
Date sent: 5/29/2007.

Event description:
It was reported that during a lap cholecystectomy procedure the instrument was used to ligate the cystic duct. Once the first clip had been applied, the surgeon complained that the clip fell off the vessel. Another clip was applied. Later, when ligating the cystic artery, the same thing happened again. A new instrument was opened to complete the procedure. There was no point consequence.